Manufacturer narrative:
We were unable to determine the g1 manufacturer as the coaguchek softclix lancet lot number and expiration date were not provided. The consumer's material was requested for investigation on 20-feb-2025. The investigation is ongoing.

Event description:
We received an allegation that a properly seated coaguchek xs softclix lancet protrudes from the correctly positioned end cap when the correct lancet is used on the coaguchek xs softclix device.

Manufacturer narrative:
Sections d4 and g1 were updated. On 21-may-2025, one coagu-chek xs softclix lancing device was received for investigation without the lancets. The customer lancing device was tested with test lancets lot number u21a8, into the rubber at all pricking depth settings. The results were that for each attempt, the needle was correctly retracted, ejected, and produced a puncture hole. In addition, no lancet was sticking out of the end cap. The lancing device was disassembled for investigation, and no abnormal attribute was found. The investigation did not identify a product problem. The lancing device works within specifications.